Event description:
Healthcare professional reported injecting a patient in the lower lip with 0.4 cc of juvéderm® ultra. The patient immediately experienced an ¿occlusion.¿ the patient was treated with 24 ml of hylenex and hyperbaric, and the healthcare professional believes that they were able to cannulate the artery with an ultrasound. The patient has a small amount of capillary refill. The event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported injecting a patient in the lower lip with 0.4 cc of juvéderm® ultra. The patient immediately experienced an ¿occlusion.¿ the patient was treated with 24 ml of hylenex and hyperbaric, and the healthcare professional believes that they were able to cannulate the artery with an ultrasound. The patient has a small amount of capillary refill. The event is ongoing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, the healthcare professional reported injecting the patient with juvéderm® ultra xc. The event resolved 2 weeks post-onset.